Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the keypad was damaged on the top. A review of the event history log identified primary audible alarm background (bgnd) test. During functional was unable to duplicate the primary audible alarm background (bgnd). The root cause of the issues was unable to be determined. A corrective and preventative action has been opened to address the primary audible alarm and replaced speaker for preventive.

Event description:
It was reported that the pump exhibited an audible alarm post. No patient injury was reported.